Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At the routine follow up, a transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was visualized. The physician decided to perform a thrombectomy in response to the drt. No further information was provided. It was further reported the implanted device was a watchman flx closure device. The drt was visualized on the closure device and the thrombus was immobile and laminar in nature. The thrombectomy procedure was successful and the patient is recovered.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At the routine follow up, a transesophageal echocardiogram (tee) was performed, and a device related thrombus (drt) was visualized. The physician decided to perform a thrombectomy in response to the drt. No further information was provided.